Event description:
Screwdriver for offset impactor disassembled. Pin sheered off inside the black plastic handle.

Manufacturer narrative:
The complaint states screwdriver for offset impactor disassembled. Pin sheared off inside the black plastic handle. The investigation confirmed that the cross pin had sheared off as reported. The failures of cross pin breaking or bending is due to excessive force/torque being transmitted into the pin via the rotation knob by means of applying torque by use of a tommy bar. One reason that this exercise is carried out is in an attempt to break the lock between the adaptor and the shell. The image attached above shows the typical outcomes when the pin suffers excessive loadings. The failure of the pins falling out or missing is due to the pin being a transition fit with the mating parts. The vibration created when the instrument is struck will in time work the pin loose. Eco137514 cross hole was amended to be a through hole. Pin length changed to suit cross hole. Pin h7 fit added. (B)(4) 2015 (B)(4) was carried out to ascertain through design review if any present risks could be reduced without introducing new ones. The complaint shall be closed to user error; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.